Manufacturer narrative:
The down button does not operate. There is a temporary bad connection in the conductive path between the zif-connector and the flex-print, which led to a non-functioning down button.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient initially reported the infusion device was exposed to water and displayed an e7 electronic error. He returned the infusion device to the first level investigation unit and included a letter that stated the down button does not function. The infusion device will be sent to the manufacturer for evaluation. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue.